Event description:
The customer reported that after the initial sealing, the physician felt something got stuck and it was hard to cut the tissue. The device had to be cut from the tissue. Another device was used to continue the procedure. There was no patient harm.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation. Visual inspection found no defects. The investigation found the blade was slightly curved and did not fit in the inner tube correctly. This created contact and made the knife movement rough. The investigation identified the root cause of the reported event to be a vendor issue. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.